Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(4) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: nlh026357n, ubd: , UDI#: b3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller reports patient's device has been dead for a year. Caller reports they had spoken to patient about 2 weeks ago and was able to meet with patient today. Caller reports when they met with patient today, the controller stopped working. Caller reports they are no longer with patient. Caller reports they had plugged the controller to the wall outlet without the li ion battery in, green light on the power supply was seen and the led green light was blinking. Caller reports as soon as the controller was unplugged from the wall outlet, the controller was dead. Caller reports the controller was not taking a charge. Caller does not know the status of the pins on the controller. Caller reports patient has two controllers, and both were not working. Caller requests a li ion battery to be sent. Email sent to repair.